Event description:
The hospital reported that during the endoscopic vein harvesting procedure while using the device, the pt had significant bleeding; enough that the harvester had a difficult time maneuvering through the tunnel. The device cut the branch, but did not cauterize sufficiently; therefore, bleeding occurred on the vein side of the branch. They were able to stop the bleeding and the same device was used to complete the procedure. The hospital did not report any pt complications as a result.

Manufacturer narrative:
After the procedure, the hospital discarded the product, since the product was not returned to cardiac surgery for eval, it will be difficult to confirm the reported problem. A lhr review was completed for the product and there was no nonconformance associated with the lot number.